Manufacturer narrative:
The insulin pump received button error alarm due to corroded keypad traces. The insulin pump was received missing end cap sticker.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a button error alarm after battery change. The customer's blood glucose was 469 mg/dl at the time of incident. The customer's mother stated that they were able to treat the high blood glucose with bolus before the button error alarm occurred. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.